Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes there was a tube that had the stopper pull out of the tube while in the blood collection holder, and this caused the sample to spill out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo indicated stopper pop off. A total of 10 retained samples underwent functional testing and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes there was a tube that had the stopper pull out of the tube while in the blood collection holder, and this caused the sample to spill out. No adverse impact was reported regarding the patient or user.